Event description:
The customer reported having low blood glucose. The blood glucose reading at time of the call was not less than 60 mg/dl. Troubleshooting was performed. The customer stated that he was admitted as inpatient for a medical treatment. The programming, time, date, bolus, and basal were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.